Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/18/2024, it was reported that the patient noticed his egv was high on the tandem pump display device. The egv was 354 mg/dl. He checked the bg and it was 27 mg/dl. The patient was disoriented, diaphoretic, and the spouse called an ambulance. When the fire department. Arrived, they measured that patient's blood glucose right away got a very low reading of 27 mg/dl. The egv at that moment was not documented. They immediately gave the patient glucose through IV and half of a peanut sandwich. After that, the patient immediately became stable and he felt better at the time of the report. Of note, the patient's transmitter was first activated on 01/13/2024 and expired on 04/12/2024; however, it reportedly still worked the day of the event/day of the report. Also, the patient said that both of display devices (pump and mobile device) showed inaccurate values and did not adjust after calibrating. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.